Event description:
It was reported that stent dislodgement occurred. The 70-90% stenosed target lesion was located in the moderately calcified and severely tortuous vessel. Following pre-dilation, a 2.25 x 12 mm synergy xd drug eluting stent was advanced through a watchdog hemostasis valve to treat the target lesion. Tortuosity kept pushing on the stent and damaged the struts. When the stent was removed, the struts stuck in the watchdog and the stent fell off the delivery system. The procedure was not completed because of the patient anatomy. There were no patient complications.